Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hartmann procedure, when the reload and the handle were connected and resected the rectum at the first firing. The surgeon fired the device immediately though the rectum was quite thick, and a great force was required and there was a possibility that the handle broke down. It was noted that the b-shaped staples were found to be stapled firmly. A new reload was connected for the second firing but the handle was found to be broken and could not be fired. A new handle with same reload was used and the firing was able to be performed without any problems. There was no patient injury.